Event description:
It was reported the patient was experiencing a severe headache 24 hours following a trial procedure. The patient returned to the physician's office where the lead was removed and within a few hours the headache subsided.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.